Event description:
During a pta/stenting treatment procedure to dilate a severely stenotic, heavily calcifiied lesion in an av graft, the balloon detached. The physician had used an express ld stent to treat the lision, but due to the severity of the stenosis, the stent opened in an hour glass shape. The physician then used a blue max balloon, attempting to post dilate the stent. During post dilatation, the balloon ruptured and detached from the shaft. The physician was able to retrieve the balloon fragment using a snare, and successfully removed the entire fragment through the sheath. The procedure was considered successful. The patient is reported as doing "fine" following the procedure.